Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a received stuck button key notification and received no delivery alarm time to time and large crack on the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. All buttons function properly. Pump passed the keypad voltage test. No "no delivery" alarms noted during testing. Successfully downloaded history files and traces using thus. No "no delivery" alarms were found in the history files/traces on event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage. Force sensor zero offset within specification. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case, cracked case (battery tube). Alleged keypad unresponsive/button error alarm and "no delivery alarm" /"insulin flow blocked" alarm were not confirmed during testing. Alleged cosmetic damage located at the battery tube area confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.